Manufacturer narrative:
(B)(4).

Event description:
It was reported that the catheter sheared off. The target lesion was located in the right coronary artery. A guidezilla guide extension catheter was selected to be used. During the procedure, it was noted that the device sheared off at monorail portion. The device was removed from the patient. No patient complications reported.

Manufacturer narrative:
Device evaluated by MFR.: device was returned for analysis. Returned product consisted of a guidezilla guide extension catheter plus a non-bsc drug eluting stent catheter and an unidentified guide wire. The devices were entwined together, with the distal shaft of the guidezilla separated from the rest of the device. There was blood on all the devices. The hypotube, distal shaft, collar and tip were microscopically inspected. Inspection revealed numerous kinks in the hypotube, a complete separation of the shaft at the collar, tip damage, and distal shaft damage at 1cm, 10.5 cm and 23.5 cm from the tip of the device. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that the catheter sheared off. The target lesion was located in the right coronary artery. A guidezilla¿ guide extension catheter was selected to be used. During the procedure, it was noted that the device sheared off at monorail portion. The device was removed from the patient. No patient complications reported.